Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. Vascular access was obtained via the radial artery and ivus was used. The 98% stenosed lesion being treated was located in the mildly tortuous and severely calcified proximal left anterior descending (lad). The 3.50x32mm taxus liberte stent delivery system (sds) was advanced to the target lesion, but did not cross. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The struts on rows 2 in the middle of the stent were slightly kinked. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)